Manufacturer narrative:
Date of initial report: 09/09/2008. To date the incident sample has not been rec'd for eval. If the sample is rec'd or if add'l info pertinent to the incident is obtained a f/u report will be submitted.

Event description:
The report states that during preparation for a radiofrequency ablation, the generator displayed hhh when the needle was connected to it, indicating very high impedance. A new needle, pad and pad-extension cable were opened and tried, but this did not solve the problem. Another generator was used to complete the case without incident. There was no pt injury.